Event description:
The event is reported as: the stapler is not working correctly. No patient injury reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Investigation results not available at time of this report. A follow-up report will be sent when available.